Event description:
The customer stated that chemotherapy for five patients on two different days (total of 10 different patients) had to be rescheduled because the cell-dyn emerald analyzer was down and patient results could not be generated. The customer had to send the samples to another laboratory for testing. The length of time that chemotherapy was delayed is unknown. No specific individual patient data was provided. No further information was provided.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Review of prior service activity for the customer's cell-dyn emerald instrument in 2013 indicated that there were two additional service tickets initiated. One ticket was related to the auto clean check box being deselected following calibration. This issue does not inhibit the operation of the instrument and is not related to this event. The other ticket was initiated for a probe leak issue. Is likely related to this complaint. Customer service had instructed the customer not to run qc if the probe was leaking, as it may dilute the qc material, and field service was dispatched to assess the issue. A blood clot from the rinse waste tubing was removed, which resolved the issue. This type of obstruction is due to patient sample. Electronic valves, ev-3, 4, 5 and 6 were also replaced as a precautionary measure. At the time this complaint was received, the laboratory reported that the instrument was operational, and there were no issues being observed. There is no service history indicating that there is a chronic problem with this instrument. Based on the event details and investigation, no product deficiency was identified with the cell-dyn emerald instrument.